Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed ink on the bottom of the tube and does appear to be a fill line; however, it appears there is ink that has ended up on the tubes inadvertently. Additionally, 80 retention tubes were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode of printing issue with the photos provided. The exact cause of the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was incorrect label information.' This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "besides the usual fill line, another line was found onto the tube."